Manufacturer narrative:
Initial reporter phone number continued: (B)(6). Initial reporter facility name continued: (B)(6). Health effect - impact code continued: f2201 - biopsy; f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional, changed, and/or corrected data: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV that was causing strong pain. Device has been explanted and replaced with non-allergan device. The patient also undergone capsulectomy.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV that was causing strong pain. Device has been explanted and replaced with non-allergan device. The patient also undergone capsulectomy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation observed. No further actions are required as the device was implanted.